Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the primary speaker on the unit did not provide an audible tone. The caller confirmed that the secondary speaker did function as intended and provided an audible alarm tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.